Manufacturer narrative:
Tech checked the bed out and found that the bed would drift all the way down once it was raised. He cleaned and degreased the hi/lo brakes to resolve the issue.

Event description:
Tech found a note on the bed stated "bed goes down by itself."